Event description:
Neuropathy in feet [neuropathy peripheral]. Foot numbness/numb [hypaesthesia]. Foot pain, [pain in extremity]. Unable to move toes [musculoskeletal disorder]. Not able to get around as much [mobility decreased]. Hurting, pain all through the body and will have rest of life [pain]. Tingling [paraesthesia]. Burning [burning sensation]. Muscle weakness [muscular weakness]. Feet and legs to touchy to touch [hyperaesthesia]. Gum rubs for infections [gingivitis]. Nerves are gone in feet, legs, all through most of body [nerve injury]. Fast heart rate from the pain [heart rate increased]. Sleeping disorders from the pain [sleep disorder due to a general medical condition]. High blood pressure caused by all the pain [secondary hypertension]. Used fixodent twice a day [device misuse]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, version unk cream 1 applic, unk frequency beginning in 1984 through(B)(6) 2014 and used fixodent denture adhesive, extra hold powder 1 applic, unk frequency beginning in (B)(6) 2014 (switched from fixodent cream to fixodent powder six months ago) and reported the following: diagnosed with neuropathy in feet in 2007, foot numbness and foot pain both beginning on an unspecified date. A health care professional was visited but no treatment was reported. The case outcome was not recovered/ not resolved. No further info was provided. (B)(6) 2014: consumer f/u phone call to drug and poison info center: the consumer reported she visited her physician on (B)(6) 2014, and revealed she needs unspecified medication and unspecified therapy. No further info was provided. (B)(6) 2014, consumers f/u contact with consumer relations: the consumer reported her physician informed her zinc in fixodent caused neuropathy on feet. The consumer reports she was unable to move toes and her symptoms began 7 years ago. Treatment: unspecified medications provided by her physician and unspecified medical care. No further info was provided.

Manufacturer narrative:
Consumer refuses product return and case concerns long-term product use. (B)(6) 2014, received consumer's f/u adverse event questionaire: a consumer reported that they, a female age (B)(6) years, used fixodent denture adhesive, version unk cream to hold dentures in place twice a day off and on beginning in 1977 and reported the following; not able to get around as much, hurting, pain all through the body, tingling, feet and legs too touchy to touch, muscle weakness, gum rubs for infections, fast heart rate from pain, high blood pressure due to pain, sleep disorder. The consumer reported she used fixodent for about 20-30 years prior to symptoms, beginning. The consumer reported an overnight hospital admission, an emergency room visit, an urgent care visit, a visit to a nurse and pharmacist. The consumer consulted a nurse, pharmacist, and physician by phone. Treatment unspecified medical care, 3 unspecified medications; shock treatments, water electric treatments, sleeping medications. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.